Event description:
Hcp reported a sheared/broken catheter that remains in the intrathecal space. No product was returned to manufacturer for analysis. A follow up report will be sent when additional information is received.